Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 324, which was not reproduced. The event history log review was performed and confirmed multiple events of system error 324, two of which occurred directly after an upstream occlusion alarm interrupted the infusion processes. The occurrence of the system error 324's directly following the upstream occlusion alarms extended the interruption of infusion caused by the upstream occlusion alarms. No assignable cause associated with the reported symptom was identified.

Event description:
It was reported that a spectrum pump displayed system error 324. Any patient involvement, injury or medical intervention is unknown.